Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the inability to use the device and the pump was not working. The ipp was explanted. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the inability to use the device and the pump was not working. The ipp was explanted. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported inflation and mechanical issues were unable to confirmed through analysis. Technical analysis: the cylinders and pump were returned for analysis to our post market quality assurance laboratory. Visual examination of the cylinders identified one cylinder was cut in half in the proximal cylinder body. The other cylinder had wear at a fold in the proximal cylinder body but performed within all testing parameters. Visual inspection of the pump identified the kink resistant tubing (krt) was worn down to the filament and the outer layer of the pump bulb was worn as a result of wear against the pump krt junction; no leaks were identified. The pump performed within testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause not established assigned to this investigation.